Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead impedance was high and there was no left ventricular (lv) capture. Right ventricular threshold was elevated. Both right ventricular (rv) and left ventricular (lv) leads were explanted and replaced on (B)(6) 2018 . Device check was performed pre-discharge and no complications were noted. Patient tolerated the procedure well with no complications.

Manufacturer narrative:
Inner insulation damage was noted at 26.1 to 26.3 cm from the connector pin consistent with clavicle crush damage. The conductor was fractured and the inner insulation was abraded. This is consistent with the observation from the field event of high lead impedance, no capture and lead fracture.